Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Based on the reported information, it is likely that the guide wire tip and polymer became damaged during advancement through anatomy or during the procedure resulting in the reported peeling. The investigation determined the reported guide wire peeling appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion. Post-procedure, after removing the devices from the patient anatomy, it was noted that the hi-torque whisper guide wire was peeling 1 centimeter from the distal end. No part of the polymer detached or separated, and no foreign residue was seen in the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.